Manufacturer narrative:
(B)(6). The device was manufactured between: april 14, 2016 ¿ april 16, 2016. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked. The leak was observed at the flow restrictor. The event occurred after filling. There was no patient involvement. No additional information is available.